Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: four (4) samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed on the samples with no issues noted; no leaks were observed. Functional tests including self-test and priming tests were performed and no abnormalities were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the patient line of three (3) homechoice automated pd set with cassettes leaked. The leak was further described as ¿water sprayed from the patient's end tube¿; there was a loose connection. This was observed during the "exhaust process" of peritoneal dialysis therapy. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.